Event description:
Boston scientific received information that during a procedure to implant this right ventricular (rv) defibrillation lead, this lead was placed in the apex and the lead tip ventured into the pericardial space. Lead testing showed no capture at 10 volts. The lead was repositioned in the endocardium with decent measurements. While the pocket was being stitched up at the end of the procedure, the patient complained of chest pains. An echo showed a pericardial effusion. A pericardiocentesis was performed on the table to drain the fluid from around the heart. The patient remained fairly stable throughout, with only a minor drop in systolic blood pressure. The drain remained in place until the following morning. The device and lead were left implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.